Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical department with a signed note that stated, "volume of pca does not work". No specific pt info was provided; therefore, device programming, or event details were available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device did not sound an audible alarm tone during an alarm condition. No add'l info was provided.